Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The explanted device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm 7300tfx mitral valve was explanted after an implant duration of two (2) years and 11 months due to calcification leading to severe mitral stenosis. The valve was explanted and replaced by a 25mm non-edwards valve. The patient was noted to be hospitalized in stable condition.

Manufacturer narrative:
H3: evaluation summary: customer reports of calcification and stenosis were confirmed. X-ray demonstrated wireform intact and minimal calcification on the free margins of all three leaflets near the commissures. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 at the outflow aspect. The free margin of leaflet 2 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspect. Host tissue fused all three leaflets at the commissures by approximately 4-5mm on the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Wireform was exposed around leaflet 1 at the inflow aspect. Multiple sutures remained attached to the sewing ring around the valve. Sewing ring also had multiple cuts around the valve. H10: additional manufacturer narrative: updated sections b5, b7, f10 (device code), h3, h6 (conclusion code) h11: corrected data: corrected sections h6 (method & results codes)

Event description:
Additional information received indicated that the patient expired approximately on pod #18.